Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no bacteria were detected from samples taken from the instrument channel, suction channel, air / water channel and auxiliary water channel of the subject device. Therefore, it satisfied the (B)(4) guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, ¿bacillus sp. ( >200 cfu/endoscope)¿ were detected from samples taken from the subject device. There was no report of infection associated with this report.